Event description:
Lift strap broke while resident was lifted from chair to be placed in bed. Resident fell landing on (l) side of her face. X-ray of face taken results shown nothing injury was of soft tissue swelling to the area.